Event description:
It was reported that during a routine follow up beeping tones and inability to establish telemetry was seen. It was alleged that the device was depleting prematurely. The patient experienced syncope due to the device not delivering shock therapy. This device was thus explanted. No adverse patient effects were reported. Should the device be returned this investigation will be updated.

Manufacturer narrative:
Device longevity can be impacted by many factors. Some of these are directly influenced by the physician, (i.e. Bradycardia and tachycardia programmed parameters), while others are impacted by the patient's physiologic condition, which include the frequency of therapeutic interventions for arrhythmic events. This device's longevity may have been impacted by the frequency of shocks delivered. Other variables, which may influence device longevity, include current drain and total useable battery capacity, which are inherent to each device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of {insert name of primary code} was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The device problem excluded investigation conclusion code was selected based on analysis of the returned product.

Event description:
It was reported that during a routine follow up beeping tones and inability to establish telemetry was seen. It was alleged that the device was depleting prematurely. The patient experienced syncope due to the device not delivering shock therapy. This device was thus explanted. No adverse patient effects were reported. Should the device be returned this investigation will be updated.